Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10157. It was reported that vessel perforation occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. During procedure, the patient had a intra-aortic balloon pump (iabp) inserted. A 1.25 mm rotalink" plus and a rotawire" were selected for use and ablation was performed at a rotation speed of 140,000 rpm. Subsequently, vessel perforation occurred. Three non-bsc coronary stent grafts were deployed to treat the perforation. No further patient complications were reported. The patient recovered and was discharged after being hospitalized for 14 days.